Event description:
This report is to advise of a fracture noted during analysis.

Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter had been bent just distal to electrode ring 3 and the shaft material had been fractured at this location. Optical fiber 3 did not meet specifications for optical properties and a thermocouple signal loss error and no contact force messages were displayed when the catheter was connected to the tactisys quartz unit. Further investigation revealed optical fiber 3 and the deformable body thermocouple were fractured at the location of the fracture in the shaft material, consistent with the observed error messages, detected optical signal issue, and the reported event.